Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tubelip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had button error and unresponsive buttons on the insulin pump. The customer's blood glucose level was 154 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.